Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, during helix extension, the distal tip of the lead kept "flipping", preventing adequate contact with the cardiac tissue during fixation attempt. During this extension attempt, a "hockey puck"-shaped stylet had been advanced to the lead tip. The extension issue was reproduced after removing the lead from the body, and while it was lying flat on the sterile field. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent and extended and would not retract at time of analysis. If information is provided in the future, a supplemental report will be issued.